Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/11/2020.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2020 and the absorbable straps were used. It was reported that the device became difficult to fire approximately after the 7th firing then the straps did not want to go through the mesh and did not fixate into soft tissue. It was also reported that the surgery was delayed ten minutes as a result. Another device was used to successfully complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/21/2020. H3 evaluation: the analysis results found that the device was returned with no damage in the external components. In addition, the foil pouch was received. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 10 straps were found inside cannula shaft. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable.